Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 141 ohms. At implant shock lead impedances measured 80 ohms. Technical services suspects physiologic/calcification change around the coil and or can. Technical services recommended increasing the upper rate limit to 150 and suggested to consider a full energy shock to determine the high voltage impedance. At this time, the lead remains in service. No adverse patient effects were reported.